Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that by the patient's spouse that the patient underwent amputation of the right leg on an unknown date and absorbable hemostat was used "instead of bone wax" and left in place. On (B)(6) 2015, the patient went to wound care and was told the incision was healing fine and would most likely need wound care for 2 more weeks. On (B)(6) 2015, the incision broke open and brownish red thick fluid spewed out of the wound and "shammy like material" came out with a small amount of blue on it. It was reported that during a visit on (B)(6) 2015, the surgeon denied using absorbable hemostat during the amputation. The patient continues to be on antibiotics and receive wound care therapy. Cultures were performed by wound care and results were pseudomonas and mrsa with culture and sensitivity showing sensitivity to both bacteria. The patient has experienced more fatigue with severe pain and an increase in drainage from the wound with a foul odor. The patient experienced right stump cellulitis and probable osteomyelitis. It was reported that the physician opined the mrsa infection that the patient tested positive for prior to surgery is the cause of the patient's problems. The patient is currently in rehabilitation facility undergoing IV therapy. Additional information has been requested.